Event description:
A non-healthcare professional reported that vitrectomy cutter failed to cut intraoperatively during calibration for vitrectomy surgery. The surgery was completed by replacing the product with another, but it was unknown when the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).